Event description:
It was reported that a spectrum pump was fully charged but quickly died when unplugged. A vasoactive drip was running but was changed quickly when the error was detected. This occurred during patient infusion at the surgical intensive care unit (sicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.